Event description:
The customer reported obtaining false low sodium (na) patient results on four (4) patient samples involving the unicel dxc 600 pro synchron system. The physician questioned three (3) false low patient results, and one (1) false low patient result was found during customer look back. The erroneous results were reported outside the laboratory and later amended. The customer did not provide patient demographic. There was no report of change to treatment, injury, or death associated to this event. The customer provided verbal examples of the false results.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customers site to evaluate the unicel dxc 600 pro synchron system. The fse inspected the system and found that the sodium (na) reference (ref) port of the ion selective electrode (ise) flowcell was damaged. The fse replaced the ise flowcell assembly to resolve the issue. The system performance was verified without further issues. No further issues noted. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).